Event description:
It was reported that the pump battery depleted too quickly, leading to a pump shutdown. The customer's blood glucose level did not exceed 500 mg/dl, indicating that there was no adverse impact. The customer was instructed to uninstall and reinstall the mobile app and to follow up if the battery depletion exceeds 35% per day. The customer understood these instructions and resumed insulin use after the shutdown.